Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report through a health care professional conference. One case that was presented stated that during the delivery of the axium coils (5x15) into the aneurysm at approx. 21% packing density, one of the coils herniated into the m1. To salvage the m1 occlusion due to the herniated coil, another 4x21 atlas stent was deployed to push it up against the vessel followed by a heparin drip and 90 mg ticagrelor administration. This event occurred during the treating of a 9 mm wide neck middle cerebral artery (mca) aneurysm. There was severe stenosis in m1 and the aneurysm was multilobulated. A 3.5x28 lvis jr was used initially. This was followed by neuroform atlas stents (4x24, n=2) and then the axium coils (5x15) were used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.